Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Device was returned and based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Labeling: this issue is addressed in the instructions for use (IFU): user may detect the suggested event by handling device in accordance with the following IFU. IFU: bf type p180/q180/1t180/1tq180 operation manual chapter 3 preparation and inspection the following states cautions on use of the high energy endo therapy accessories. IFU: bf type p180/q180/1t180/1tq180 operation manual chapter 4 operation using endotherapy accessories olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited a burned distal end plastic cover. There were no reports of patient involvement.